Manufacturer narrative:
DHR trend summary: review of all complaints of a050401 - fluid/blood leak for the period of nov/2021 through oct/2023 related with date opened and found no adverse trend in the event rate with respect to the reported event. See ¿I chart of a050401 - fluid blood leak for saline breast implants¿ attached. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening assessed as unidentified (tear) opening. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported deflation. This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported deflation. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.